Event description:
On 01/05/2024, it was reported by a arthrex employee via email that an ar-5207 tension lock collar was broken while malleting. This occurred during use in a case with no patient effect.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-5207 serial/batch number (B)(6) was received for investigation. The visual inspection indicated that the device's suture system was damaged; the tension collar outside diameter was broken off. Due to the device being damaged, no functional tests can be applied. The most likely cause for the reported failure is a user error. According to per dfu-0258-2. Revision 0. G. Precautions. 1. Excessive force used in or during tensioning the device may cause damage to the device or suture construct. 2. Measurement of the tunnel diameter and the proper implant selection are critical to maintain functionality of implant construct. 3. Inserting the plug with excessive force may damage the device or suture construct.